Event description:
The lap-band can not be inflated. The tests show the contrast liquid going into abdomen. No erosion of the stomach. The pt gained 11kg in one month. Follow up findings: leakage at or near port tubing connector.